Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a hemorrhoidal mucosa ligation procedure performed on (B)(6) 2022. During the procedure, when the first band was attempted to be deployed, it did not deploy. On the second attempt of deployment, the first and second bands did not deploy; however, both bands were entangled. During the third attempt, the third band, along with the first and the second bands were deployed together. The procedure was completed with the original speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.